Event description:
Clinic notes dated (B)(6) 2013, indicate that the patient's seizures are getting worse. It was noted that the patient experienced 4 seizures in a 24-hour period. It was noted that the attempt to wean the patient's vimpat and add banzel was complicated by an increase in convulsive seizures. It was noted that the patient would be referred for generator replacement. It is unknown whether or not the seizures are above the patient's pre-vns baseline frequency. Good faith attempts were made, but no additional information has been provided. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
.

Event description:
An implant card was received, indicating the patient's vns generator was explanted and replaced on (B)(6) 2013.

Event description:
Additional information was received stating that the vns patient¿s seizure control had improved following generator replacement surgery. The explanted generator has not been returned to date.